Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the system pcb assembly and battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.